Event description:
It was reported that a patient presented in clinic for follow up due to episode received via merlin.net transmission. The implantable cardioverter defibrillator exhibited episodes of nonsustained right ventricular oversensing caused by post paced t-wave oversensing. The patient was asymptomatic to the episodes. The device was reprogrammed to resolve the issue. The patient was stable.